Event description:
It was reported that this right atrial (ra) lead exhibited lead fractured upon magnetic resonance imaging (MRI) assistance with programming. However, the scan was cancelled due to device was non conditional primarily due to fracture. As of this time, this ra lead remains in service. No adverse patient effects were reported.